Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove from chordae and chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Visualization was difficult due to the anatomy. One clip was deployed which reduced the mr. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip interacted with the chordae and could not move. Trouble shooting was performed and the clip was freed; however, a chordal rupture was observed and the mr increased. The clip was positioned and deployed to treat the chordal rupture. Two clips were implanted and the mr remained at 3-4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances, as it was reported that visualization was difficult due to the anatomy. The clip interacted with the chordae and could not move. Trouble shooting was performed, and the clip was freed; however, a chordal rupture was observed which caused the mitral regurgitation (mr) increase. The reported patient effects of worsening mr and mitral valve injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.